Event description:
As reported by an edwards canada affiliate, during a transeptal tmvr procedure with a 29mm sapien 3 ultra resilia valve in a stenotic mitral valve ring, excessive commander delivery system and valve rotation and manipulation was required to cross the fibrotic calcified septum. Kinking of the commander delivery system shaft (near the handle and near the pusher) were noted. The crimped valve was advanced across the intra atrial septum and positioned within the mitral ring but it could not be deployed since blood return was noted in the inflation device. The commander delivery system balloon was damaged from excessive rotation and kinking. The commander delivery system with crimped valve was removed and new devices from a new kit were prepared. The valve was successfully implanted without complications and the patient was fine post procedure.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Mitral valve replacement in a non-edwards ring using the sapien 3 ultra resilia valve is not an indicated use of the commander delivery system in canada at this time. The risk management file captures risks for indicated device use only. Therefore, the related hazardous situation/harm that occurred in this complaint is not captured in risk management documentation. The review of the risk management file is complete and no further action is required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for balloon leak were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. In this case, it is possible that the balloon sustained physical interactions with the calcified atrium and/or during tracking through the calcified septum. Additionally, the reported rotation and manipulation to the delivery system may have further contributed to the balloons interaction with calcium or crimp thv struts. This could have punctured the balloon material, resulting in the reported leak. As such, available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.